Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: cannula kinked during use on a patient. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). The supplier (salter labs) reports "product in question was unavailable for return or analysis, nor were photos provided and we were unable to confirm the complaint or determine its root cause. As with any flexible tubing, kinking can occur. Salter labs minimizes the risk of kinking by implementing 3-channel safety tubing to prevent total airflow occlusions in the event of a kink. Internal testing of our three channel tubing has demonstrated that oxygen flow is reduced by less than 10% even when it is severely kinked in two places. Since kinking can occur (though has a low complaint per million complaint rate), we have investigated tubing manufacturing, handling, packaging and shipping procedures in the past and have implemented various improvements. Improvements to our manufacturing processes have proven to reduce the susceptibility of kinking when in use. However, since none of the lot number were provided it is difficult to approximate the manufacturing date of the cannulas and the improvements made." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: cannula kinked during use on a patient. The patient condition is reported as "fine".